Manufacturer narrative:
Suspect device received on march 23, 2021. Device evaluation completed on march 29, 2021: visual analysis of the returned sample revealed that the smooth hpg, 250cc breast implant had an area of shell abrasion on the posterior view. Leak testing was performed, according to mentor procedure, and it identified a tear within the shell abrasion measuring approximately 0.1 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device 5621806 number, and no non-conformances were identified. Suspect device cat#: 3502504bc, lot#: 5621806. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 15, 2023 indicated that the patient experienced bilateral capsular contracture grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation:capsular contracture (baker grade iii) rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with an unknown mentor gel implant developed capsular contracture (baker grade iii) in her left breast. As a result, the patient underwent bilateral explantation and replacement with a mentor gel breast prosthesis on (B)(6) 2021. During explantation, it was observed that the left explanted breast prosthesis had ruptured.